Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to experiencing diabetic ketoacidosis (dka) considered dangerous and a blood glucose (bg) level of 700 mg/dl. A correction bolus was delivered to address bg prior to hospitalization. An electrocardiogram was performed. Customer was treated with morphine and insulin drip. Customer was released from the hospital on (B)(6) 2018 with no permanent damage. Customer alleged that the suspected cause was related to the pump; however, tandem technical support reviewed pump history and there were no alerts or alarms during the reported event. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.